Manufacturer narrative:
(B)(4). D10: concomitant medical product - correction - missed on the initial MDR g3: date received by manufacturer - additional h2: additional information - correction h6: medical device problem code - correction h6: type of investigation ¿ correction h6: investigation findings - correction

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).